Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer on insulin labeling. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.